Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing connection was loose. The connection was successfully tightened by the customer. Upon reconnecting the connection, air bubbles were introduced into the infusion set tubing. A cartridge change was performed resolving the issues. Blood glucose level was 251 mg/dl.